Manufacturer narrative:
Scratched display window, cracked reservoir tube lip and missing end cap sticker noted during visual inspection. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted. However moisture damage noted on motor assy. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 25 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.